Event description:
It was reported that the pacemaker system exhibited high impedances out of range on this non boston scientific right ventricular (rv) lead, subsequently the lead was reprogrammed to unipolar and the measurements were stable. Then, six months later, the rv lead exhibited loss of capture, high impedances out of range, and low impedances within normal limits when reprogrammed. Technical services (ts) reviewed data, and found noisy signals and pacing inhibition with asystole of more than two seconds. Ts suspected the cause was a lead integrity issue. This pacemaker system remains in service and the physician plans to replaced the rv lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).